Manufacturer narrative:
A ge rep evaluated the system and replaced the sram memory. System operates as intended.

Event description:
Customer reported the system displayed a check sum error and would not reboot. No pt injury was reported.